Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately calcified vessel. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the pcb 2 cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried out which identified a balloon pinhole located approximately 7 mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately calcified vessel. A 5.00 mm/2.0 cm/90 cm 2 cm peripheral cutting balloon was advanced for dilatation. However, during the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure. It was further reported that target lesion was located in the severe tortuosity shunt limb.